Manufacturer narrative:
Device received with broken battery cap noted. The test reservoir was able to lock in place. All buttons functioning properly. No button error alarm during testing. No moisture or corroded keypad found. No flatted keypad. Connector was inspected and locked on lcd board. Device passed self test. Device passed displacement test, rewind test, basic occlusion test, prime/a33 test, excessive no delivery test and occlusion test, no deliver alarm noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had motor error and keypad anomaly. The customer¿s blood glucose level was unknown. The customer reported that they had unexplained no delivery alarms, wear and tear on battery cap and threading. It was reported that the customer had motor errors, sticky buttons and the act button clicks. The insulin pump will not be returned for analysis.